Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 alarms which was not reproduced during evaluation. A review of the event history log identified system error 345 alarms. The upstream sensor was replaced to correct this condition. The device had been serviced within the last 12 months. The current reported symptom does appear as a repeat symptom within the past 12 months. The upstream sensor was replaced during the last service return. Review of the prior service record indicates that all service actions were completed during the last return. Should additional relevant information become available, a supplemental report will be submitted.